Event description:
It was reported, that the customer experienced a blood glucose (bg) level. Which displayed as "high". However, a specific value not provided. Customer administered a manual injection to address bg. A system check was performed. And it was found, that the pump time was incorrect. Cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported, that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.